Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The reported event of balloon leak. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a rigiflex ii balloon dilatation catheter was used during an achalasia dilatation procedure. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon was attempted to be inflated in the patient's gastroesophageal junction, however the balloon material did not appear sealed to the catheter and was noted to leak at this point; the balloon would not inflate. No damage was noted to the catheter. It was reported that balloon was removed from the patient and that a second rigiflex ii balloon dilatation catheter was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.